Event description:
Customer reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took corrective action by administering a correction bolus via the pump and did not require assistance from a third party. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.